Manufacturer narrative:
The patient weight not provided. (B)(4). Approximate age of device - 1 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. On (B)(6) 2017, a system controller log file submitted to the manufacturer¿s technical service representative for analysis showed lvad parameters consistent with device thrombosis. No clinical symptoms were reported. Additional information was requested but not provided.

Manufacturer narrative:
The reported power and flow elevations were confirmed through the evaluation of submitted system controller log file. However, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from 24 nov 2017 through 05 dec 2017 for review. It should be noted that transient pump power elevations over 9 watts were captured on 28 nov 2017, 29 nov 2017, 30 nov 2017, 02 dec 2017, 04 dec 2017, and 05 dec 2017. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on lvas support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced elevated pump power and flow. Patient¿s lactate dehydrogenase (ldh) level was not significantly elevated at 327 and the urinalysis was normal. Patient was on anticoagulation with warfarin with inr goal 2-3. Patient was previously on an alternating regimen between 2.5 mg and 5 mg. The patient was discharged on 1.5 mg daily.